Manufacturer narrative:
The sodium electrode serial number is (B)(6), with an expiration date of 11-oct-2026. The chloride electrode serial number is (B)(6), with an expiration date of 22-sep-2026. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium and chloride electrode results from four patient samples tested on the cobas c (B)(4) analytical unit. Patient sample 1: sodium. The initial result was 153 mmol/l. The repeat result was 141.4 mmol/l. Patient sample 2: sodium. The initial result was 153.3 mmol/l. The repeat result was 141.2 mmol/l. Chloride. The initial result was 116 mmol/l. The repeat result was 104.8 mmol/l. Patient sample 3: sodium. The initial result was 146 mmol/l. The repeat result was 138.1 mmol/l. Patient sample 4: sodium. The initial result was 151 mmol/l. The repeat result was 139.3 mmol/l. Chloride. The initial result was 114 mmol/l. The repeat result was 103.6 mmol/l.

Manufacturer narrative:
On 20-apr-2026, the customer reported a significant bias of over 6 meq/l for the sodium and chloride electrode assay results compared to the routine equipment. The specific results were not provided. The investigation reviewed the customer's pre-analytical data, which showed that the customer only centrifuges patient samples for 5 minutes using a fixed-angle centrifuge. The centrifugation time should not be less than 10 minutes, and a fixed-angle centrifuge can cause sample probe contamination by the separator gel. The field service engineer inspected the analyzer and replaced the sipper nozzle, sample probe, and vacuum nozzle. He also cleaned the dilution vessel, reviewed the general system, and decontaminated the circuit. The investigation determined the event was due to a preanalytic issue at the customer's site (contamination of the dilution vessel and/or clogged vacuum nozzle due to poor sample quality). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. The investigation determined that the service actions resolved the issue.